Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue on (B)(6) 2026. The blockage was located at site due to bent cannula. It was stated that the infusion set cannula failed bendy straw test. The site of insertion was abdomen. The patient noticed symptoms within three hours of insertion.